Event description:
Male patient with complaints of chest pain underwent cardiac cathterization, which revealed coronary artery disease involving the left main with 20% stenosis, left anterior descending (lad) with 50% proximal and mid stenosis, left circumflex with 90% proximal stenosis, obtuse marginal (om) with 60% proximal stenosis and the right coronary artery with 60% proximal stenosis. Blood pressure was low with systolic pressure in the 80's. The patient was given neo-synephrine and a balloon pump was placed. Nurse heard balloon pump alarm. Alarm reading "mechanical failure" autofail failure. Assessed balloon pump, site, and connections. Attempted to manually fill balloon pump to no avail. Balloon pump switched to another. No untoward patient effects.